Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown drug at an unknown concentration and dose. It was reported there was a high residual volume at the last refill. The expected volume was about 2 ml, but 19 ml were actually withdrawn from the pump. The patient had no clinical changes, but had never felt that she had the expected amount of relief from the pump. There were no environmental/external/patient factors that might have led or contributed to the issue. No diagnostics had been performed. The representative and hcp were meeting on (B)(6) 2017 to read the logs and discuss options. No interventions were planned yet. The issue was not resolved at the time of the report. Surgical intervention did not occur or was planned. The patient status at the time of the report was alive ¿ no injury. The representative reported the event/difficulty occurred on (B)(6) 2017. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative on (B)(6) 2017 reported the patient was a no-show for her appointment yesterday ((B)(6) 2017), and they were unable to reach the patient by telephone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.